Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-08174, 2134265-2013-08176, 2134265-2013-08177 and 2134265-2013-08178. It was reported that stent thrombosis and myocardial infarction occurred. In (B)(6) 2013, a 2.5x16mm promus element plus drug eluting stent and a 3.0x16mm promus element plus des were implanted. Five days later the patient presented with stemi and stent thrombosis which was treated with the implant of a 3.0x12mm promus element plus des, a 3.5x24mm promus element plus des and a 3.0x16mm promus element plus des. Four days later, the patient presented with stemi and stent thrombosis which was treated with the implant of a 4.0x38mm promus element plus des and a 3.5x28mm promus element plus des. No further patient complications were reported.